Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user insulin pump had over delivery and also had experienced a low blood glucose of 69 mg/dl and was treated with food and glucose. The user alleged the insulin pump was over delivering because when they woke up there was active insulin. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Later on the customer reported that they believe the insulin pump was no longer over delivering because they checked their blood glucose and it went to 210 mg/dl. The customer performed self test and it passed. No harm requiring medical intervention was reported. Auto mode was active during the reported event. The devices will not be returned for analysis.